Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, after placing the sheath into the patient and inserting a non-abbott 7f spiral loop catheter into the sheath, a blood leak was noted from the hemostasis valve of the introducer. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.